Event description:
It was reported that the right ventricular (rv) lead had high svc (superior vena cava) impedance and is suspected of possible fracture. The lead's svc coil and alerts were turned off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) implantable pacing lead implanted: 2003-(B)(6). (B)(4).